Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10707. It was reported the patient underwent a permanent dbs implant procedure on (B)(6) 2019. During the procedure, two burr hole caps were installed and while a cannula (non-abbott product) was being placed the physician spoke to the anesthesiologist and opted to abandon the procedure. Later, the patient was sent for a CT scan.